Event description:
This is the second time that the rn2802, part of the rn2800 set was found to be defective. The user facility reported the problem seems to be that the instrument does not latch on when they open it up (retract). It seems to have too much "give" and does not seem to have a secure tight lock. The neurosurgical team feels that it may open up in the patient during use.